Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a sleeve procedure, the first two firings with the plee60a were done using gst60g cartridges with seamguard. The tissue was extremely thick from prior band that had been removed a few months earlier so he progressed to a black cartridge for the third firing and continued with black for the remainder of the sleeve. The hospital only had the old ecr60t so he used them with seamguard. Upon first firing with the black reload, the staples looked malformed and incomplete. No bleeding occurred but failed during the leak test at all areas where black cartridges were used; the first firing with black being the most problematic. The case was completed by the surgeon oversewing the entire sleeve and using evicel. There were no patient consequences reported.